Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that they swapped out the balloon pump unit, turned it off, and when it restarted, the screen was normal. The biomedical engineer checked all systems and pump is back in circulation. Initial reporter full name: (B)(6).

Event description:
It was reported that the monitor (ECG/ap vitals screen) of cardiosave intra-aortic balloon pump (iabp) was magnified and unable to view the entire screen. The machine was working correctly, but the waveforms/numbers was too large to visualize all. The nurse advised to change console and replace with another machine. The defective iabp was to be tagged and sent to biomedical engineering. There was no patient harm and no adverse event was reported.